Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed with no complications. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an intracerebral hemorrhage post-operatively. The recipient was hospitalized. The recipient's hermorage is reportedly not device related. The recipient's device was explanted. The recipient's device was discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and anomalies were noted.